Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member of the customer reported a hospitalization the previous day for low blood glucose values. The customer had both high and low values; the lows resulting form too much insulin. The family member declined troubleshooting but was advised to call back if the issues recurred. The blood glucose value at the time of hospitalization was 30 mg/dl. No further information was provided.